Event description:
After administering an injection in a physician office, employee went to twist off the needle, did not realize that the safety mechanism had not properly activated and stuck herself with the needle. The same day, after administering another injection, the employee again identified that the safety mechanism had not properly activated.